Event description:
A malfunction alarm labeled as "malf 9" was reported, but there was no adverse impact on the customer's blood glucose level. Technical support provided assistance in resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to reach out if the malfunction code appeared again, which they understood and acknowledged.